Event description:
A patient was unable to test on the meter. Meter allegedly would only prompt the clean test area message and the unit also powered off during use. Both the issues were not resolved. There was no comparison. No medical intervention. No symptoms or treatment was reported. No further information has been reported.